Event description:
During an endoscopic radial artery harvesting procedure, the hemapro device began smoking. The device was removed from the tunnel on the pt's arm, and the tip of the device had flames and was smoking.